Event description:
On an unknown date, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). Approximately in (B)(6) may 2025, the patient underwent a CT scan revealed a bezoar. On (B)(6) 2025 during the removal and replacement of the j tube, the bezoar was noted to be approximately the size of an egg with an additional lump near the pigtail.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A bezoar is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). Approximately in (B)(6) 2025, the patient underwent a CT scan revealed a bezoar. On (B)(6) 2025 during the removal and replacement of the j tube, the bezoar was noted to be approximately the size of an egg with an additional lump near the pigtail. Additional information received on 01 oct 2025: return sample evaluation was received.

Manufacturer narrative:
Additional information added to b5 and h11: the device involved in the event was not physically received; however, a photo evaluation was performed. One photograph was evaluated on (B)(6) 2025 and the following observations were made from the complainant supplied photograph: a portion of the j tube and a portion of the internal fixation plate are visible in the photograph. The upper left portion of the visible portion of the internal fixation plate cannot be assessed due to possible presence of tissue, fluids and/or reflection of light in this area of the photograph. No damage or defects were observed on the visible areas of the j-tube. Material is present on the external surface of the j- tube. This material appears typical for a j-tube which has been in use. What appears to be the bolus is visible in the photograph. What appears to be a bezoar is observed in the photograph. The probable cause of the bezoar cannot be determined since this is a medical condition complaint. No further evaluation is required. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.